Manufacturer narrative:
Reporter first name:(B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device shows an ECG error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely and determined that the equipment showed an ECG lead error due to malfunction of ECG cable. The customer requested replacement of ECG 3-ld safety connector trunk cable (989803145071 (m1669a)) and cbl 3 leadset (989803145091 (m1671a)) in order to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of ECG cable. The root cause of which could not be determined. The reported problem was confirmed.